Manufacturer narrative:
Further info and defective parts has been requested. A supplemental medwatch will be submitted when the investigation is completed. (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a failure of the expiratory channel printed circuit board during pre-use check. There was no pt involvement. (B)(4).